Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and advanced under the valve. However, it was observed that the anterior mitral leaflet (aml) was caught between the gripper and the clip delivery system (cds) shaft. Troubleshooting was performed, but the clip was unable to become free. Therefore, the clip was deployed where it was stuck, attached to both leaflets, reducing mr to a grade of 2. It was noted that the clip was stable on the leaflets. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the cause for the entrapment of device with the anatomy cannot be determined. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.